Event description:
It was reported in the process of extubating, the ureteral stent was broken, and the stent part was long and crystallized, because the patient was a pregnant woman, it was not suitable for anesthesia removal at this stage, so the doctor recommends that the ureteral stent be removed after about 4-5 months, and the patient needed to undergo a second operation due to the broken tube. Per follow up information received on (B)(6) 2023, the customer stated that the solution was still under discussion and the stent was still inside the patient and was not clear about the status of the patient.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be material selection. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." "Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. "*activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the process of extubating, the ureteral stent was broken, and the stent part was long and crystallized, because the patient was a pregnant woman, it was not suitable for anesthesia removal at this stage, so the doctor recommends that the ureteral stent be removed after about 4-5 months, and the patient needed to undergo a second operation due to the broken tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.